Event description:
Patient allegedly received an implant on (B)(6) 2014 via the right femoral vein due to deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient is alleging vena cava perforation. Per the (B)(6) 2014 placement of cook vena cava filter: "..a cook tulip vena cava filter was advanced through the introducer under fluoroscopy until the tip was at the tip of the catheter. We then deployed the vena cava filter in the infrarenal inferior vena cava. A completion vena cava gram was performed and we were satisfied with the filter's placement". Per the (B)(6) 2017 independent review of CT abdomen/pelvis dated (B)(6) 2017: "positive for caval perforation. Superior extent of ivc filter is at the l3 vertebral body. Inferior extent l4-l5 disc space. A total of two prongs have perforated the ivc. Maximum distance prong perforated is 3mm. No significant tilt seen on coronal or sagittal images. Diameter of ivc directly above filter measures 25 mm x 22 mm".

Manufacturer narrative:
Additional information: a2, a4, b1, b5, b6, b7, d1, d4, g5, h4, h6 (patient and device codes). H6 (device code): appropriate term/code not available (3191) for alleged device perforation. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. 20 devices in lot. Product is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. PMA/510(k) k172557. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2014". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.